Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (returned). The optic was torn/split/cracked (possibly cut) into pieces. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/29/2009 and 02/19/2009 by phone, fax and mail. A completed questionnaire has not been received.

Event description:
A technician reported that a surgeon noted a broken haptic during intraocular lens (iol) implant surgery. The surgeon also noted that the capsule was not intact prior to insertion of the lens. The lens was not implanted and the surgeon left the patient aphakic because of uncontrolled pressure. Additional information has been requested.